Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white wax-like material that came out of the biopsy channel - it was detected as a component of fatty acid ester. Since fatty acid ester is used for additive agent of medical agent and resin material variously, it was not possible to specify the origin of the material from the component analysis. However, from the information gathered for this investigation, ¿the scope was cleaned, and there was no problem to use¿, it was presumed that the material was not originated from the subject scope. Furthermore, the scope was inspected prior to use, and the event was confirmed after the inspection while cleaning the scope according to the information. Therefore, it was presumed that the material was originated from the medical agent etc. Used for the previous procedure. It is recommended that the user facility inspect the device prior to use and conduct an inspection of the device on a regular basis continuously. It is also recommended that the user facility check the method for using such as medical agent and cleaning agent which were used in combination with the scope at procedure or reprocessing as well. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that during reprocessing of the evis lucera elite colonovideoscope using high-level disinfection with acecide-c, white wax adhered to the brush used to pass through the forceps channel. The scope was warmed with lukewarm water and the white, wax-like substance melted and a sticky, slimy substance came out of the forceps channel when the brush was pushed through it. Currently, the substance was stored in a powder-like state, but it would reportedly melt when heated. It was speculated by the user facility that this phenomenon may be due to the reaction of the drug used during washing, with the patient's bodily fluids. The scope was cleaned and could be used without any problems but was being returned for component analysis of the foreign matter. Additional information was received from an olympus representative indicating that the procedure performed prior to the reprocessing was an "ileus unlock". It was also reported that the user facility was not implementing the process of flushing sterile water into the air/water channel during pre-wash. There was no harm or user injury reported due to the event.